Event description:
Intralipid infusion started on a patient on channel b. Rate 1.3ml/hr to infuse over 20 hours. 50cc (unclear if 50cc or 26cc were in the bottle) bottle infused over about 1 hour. No patient injury.